Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medwatch 1 of 3 (insulin pump): 3004209178-2011-81111. Medwatch 3 of 3 (sensor): 2032227-2011-00972.

Event description:
It was reported that the customer was hospitalized for hyperglycemia with a blood glucose reading of 600 mg/dl. The customer stated that following the event, she changed her infusion set but the insulin pump did not give any alarms to let her know that the infusion set was occluded. The customer then stated that she saw blinking lights when she connected the transmitter to the sensor but that reconnecting the sensor, starting new sensor, and find lost sensor did not work. The customer also stated that the test-plug procedure failed twice as the transmitter did not have any blinking lights. Nothing further was reported.